Event description:
The customer reported an erroneously elevated beta human chorionic gonadotrophin (bhcg) result, for one patient involving unicel dxi 800 access immunoassay system. Subsequent testing on the original dxi 800 system and on an alternate dxi 800 system produced lower results within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated the specimen was collected in a 10ml becton dickinson (bd) serum gel separator tube. The customer stated two levels of beta human chorionic gonadotrophin (bhcg) quality control (qc) were performed the morning of the event and produced results within the laboratory's established ranges. In conclusion, the cause of this event is unknown and could not be determined.